Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the water tightness was lost due to a dent on the distal end and pinhole on the video cable, the bending section cover, the video connector case, the slave side of the video connector, the light guide cover glass, the light guide connector, the angulation lever, the forceps evaluator lever, the right/left plate, the up/down plate, the universal cord, and the grip was scratched. The adhesive on the bending section cover was chipped, the bending angle in the ¿up¿ direction did not meet standard value due to wear of the angle wire, and the video connector case had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the flex video scope¿s 3d display was not possible. The issue occurred during preparation for use of an unspecified therapeutic procedure. There were no reports of delays or patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported no 3d image display issue could not be determined, however, the issue was likely the result of a damaged image sensor unit due to repetitive use stress, circuit board component, external factors and or user handling/mishandling. The issue may be detected/prevented by following the instructions for use sections below: chapter 3 preparation and inspection 3.6 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.